Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe s2 10ml experienced leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: leaking 10 ml syringes have increasingly appeared on endoscopy.

Event description:
It was reported that the syringe s2 10ml experienced leakage during use. The following information was provided by the initial reporter, translated from german to english: leaking 10 ml syringes have increasingly appeared on endoscopy.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with samples for catalog 309110 lot 1911261 to investigate for this record. A leakage through the plunger rod was observed in these provided samples. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.